Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using cardiosave intra aortic balloon pump (iabp) the nurse called for assistance for an iabp display screen that had ¿turned white¿. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, medical device, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) display screen turned white. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the issue was resolved after adjusting and tilting the display screen several times. The customer confirmed that all waveforms were visible on the monitor and declined assistance in switching to another iabp unit. Esp personnel recommended ensuring a back-up iabp was at the bedside.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11 corrected field - d4, d9, h3, h6(type of investigation).